Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax and stroke cannot be determined. The physician attributed the pneumothorax to the proximity of the target nodule to the pleura. The physician reported that the patient's underlying comorbid conditions were contributory to stroke. System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 62-year-old female underwent an ion endoluminal biopsy. After the procedure, serial (B)(6) revealed a growing small pneumothorax for which a chest tube was placed. During this time in recovery, the patient developed left-sided weakness and was diagnosed with a stroke in a watershed distribution. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. The watershed distribution of the stroke suggests the event was due to global hypoperfusion such as hypotension. Based on the available data the stroke in a watershed distribution was procedure related. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication to suggest it was device related. Pneumothorax is a known complication of bronchoscopy. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Based on the available data the reported pneumothorax is procedure related. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication to suggest the event was device related. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax and suffered a stroke which required intervention and hospitalization. The target nodule was approximately 2 centimeters (cm) in size and located in the right upper lobe approximately 1.2 cm from the pleura. Flexision needle and cryoprobe biopsies were performed. The procedure was completed as planned with no delay. A post-procedure chest x-ray showed a small pneumothorax. The patient complained of shoulder pain but denied dyspnea. A follow-up chest x-ray performed 2 hours later showed enlargement of the pneumothorax requiring chest tube placement. During preparation for the chest tube placement, the patient developed left-sided weakness; a stroke alert was initiated. Watershed infarctions were noted on cerebral imaging; however, no clear inciting factor could be identified. Later, the patient was diagnosed with a previously unidentified right to left intracardiac shunt which is a risk factor for embolic stroke. However, an embolic source was not identified, and the stroke did not appear related to emboli. The patient was hospitalized awaiting rehabilitation placement and had improved substantially to near baseline status. The physician reported that the pneumothorax was not ion related. The target nodule was close enough to the edge of the lung that the risk of pneumothorax was present regardless of the modality used to perform the biopsy. In general, the risk of this complication is inherent to the nature of the biopsy process and is not 100% avoidable in all cases. The physician further stated that the event was related either to the biopsy needle used initially, or the subsequent cryobiopsy probe; however, based on the prompt resolution of the air leak, the physician favored the needle as the cause of the pneumothorax. There was no device malfunction associated with the event.